Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 103,186 joules and 11:12 minutes of use. The fiber tip had not been cleaned during the procedure. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Correction provided in: e4. Initial reporter also sent report to FDA changed from yes to no

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was unable to be identified as functional testing did not identify any breaks along the length of the fiber. However, analysis identified a glue failure as the glass cap was able to rotate independently of the metal cap. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. According to the instructions for use, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber rotated independently of the metal cap, indicative of glue failure. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap/metal cap misalignment due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Correction provided in: e4. Initial reporter also sent report to FDA changed from yes to no.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 103,186 joules and 11:12 minutes of use. The fiber tip had not been cleaned during the procedure. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.